Manufacturer narrative:
Information from this event will be included in our complaint and MDR trend analysis.

Event description:
Consumer stated that a tampon got stuck inside her after the string came off upon retrieval. She was not able to fully remove the tampon so she went to ob-gyn after few days which prescribed her antibiotics to cure and prevent further infection.